Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, cubies had read and write errors. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was able to retrieve medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubies had read and write errors. A field service engineer (fse) reseated the row board cable in drawer main 2.2, popped the failed cubies in diagnostics, and reinserted them in the application. All errors were cleared, and the drawer was recovered without incident. The system functioned as intended after the field service engineer repaired the device.